Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and was unable to recover. A field service engineer (fse) initially found no lights in the drawer and went back to the car to get additional parts. Upon returning, fse replaced the rear module board, but the lights went out after reboot. Fse then installed a printed circuit board assembly (pcba) drawer board, and this time all lights illuminated. The fse reconfigured the drawer in the main application and tested it in hardware test application, confirming that everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.